Event description:
It was reported that the "luer connector went off when patient was taking off the cap." The catheter was inserted in 2006.

Manufacturer narrative:
Record review. Received one red split stream adapter. The red female luer is broken off at the base of the stem which is bonded within the extension tubing. The piece of the luer that broke off was not returned. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event. Luers are manufactured to and meet i.s.o. Standards.